Event description:
It was reported that during a lap anterior resection of rectum, the cartridge came off from the jaws in the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: cartridge falls out the analysis results showed that the device was received sterile, in good visual condition and with a reload loose inside the sterile package. The device was opened, the reload was loaded into the device, the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. It should be noted that each reload is 100% inspected through an automated vision system to ensure that cartridge is present and in the correct position prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.